Event description:
Olympus (oekg) was informed that the customer video system is having an image problem, ¿it does not give any sharp and bright image on the screen, whether with lamp a or lamp b. There is nevertheless a light coming out of the cystoscope but whether or not the round light source is connected, the image on the screen does not change.¿ troubleshooting was performed by the user facility as the s-video cables was inspected, lamp a was replaced, the cystoscope was replaced, and the connections were cleaned but with no change. The customer reported problem was found during an unspecified event. No death, injury or harm was reported. The device will be returned for service/repair.

Manufacturer narrative:
No device has been returned to olympus, however, an olympus field service engineer will go onsite for service and repair of the subject device. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.